Manufacturer narrative:
H3 other text : suspect lens was discarded.

Event description:
On (B)(6)2023, a patient (pt) reported a diagnosis of "lacerated cyst" on the left eye (os) by an ophthalmologist and is "blind" in the os after re-using an acuvue® oasys® for astigmatism brand contact lens (cl). The pt is currently at the hospital, has been in three hospitals for this event, and is getting medication (name and frequency not provided) every 5 minutes. The pt reported the os became red while wearing a cl that had been cleaned overnight, "a couple of days ago." The pt removed the suspect cl and "that night I was in the emergency room." On 30may2023, the pt provided additional information. The pt reported seeing a "white, fluffy fog" out of the os now. The pt reported having redness in os but no other symptoms on (B)(6)2023. The pt removed the cl "a few hours later" and discarded it. The pt stated the cl was worn for a ¿few days.¿ the pt uses opti-free puremoist solution overnight for cleaning. The was treated at a hospital on (B)(6)2023, diagnosed with a corneal ulcer in the os, and advised "could lose vision in the eye." The pt was referred to a hospital and advised to visit the primary care physician (pcp) for an ophthalmology referral. On 02jun2023, the pt provided additional information. The pt verified the diagnosis of corneal ulcer in os and "was told by the doctor that the contact lens infected the eye." The pt stated the cl was new and the event occurred on the first day of use. The vision is beginning to recover, and the os is now "somehow blurry and better since yesterday, as the fog from the beginning on the os disappeared." The pt was prescribed antibiotics (name and dosage not provided) every 15 minutes "at the beginning and is now taking them every 4-6 hours." The pt was not admitted to the hospital during the event. On 05jun2023, the pt provided additional information. The pt reported the os "is really starting to clear up, and still sees a little 'white.'" The pt is waiting on a referral and has not seen the ophthalmologist, but advised the appointment is 12jun2023. The pt reported also being seen at an urgent care center on 23may2023 and was only referred to the hospital. No diagnosis or treatment was provided. On (B)(6)2023, an email was received containing discharge instructions from the pt's treating medical facilities. (B)(6)2023 emergency department visit diagnosis: corneal ulcer of left eye, infection of cornea pt instructed to visit ophthalmologist for exam today no work for 5 days, may return to work sooner if feeling well enough discharged. (B)(6)2023 emergency department visit diagnosis: corneal ulcer of left eye pt instructed to follow up with an ophthalmologist as soon as possible treatment: 1. Use ciprofloxacin drops on schedule: 2 drops every 15 minutes for 6 hours, then every 30 minutes for 18 hours, then every hour for one day, then every 4 hours for days. 2. Use tetracaine syringe 2 drops every 10 minutes, as needed. 3. Use 1-2 drops of cyclopentolate in affected eye, may repeat in 5-10 minutes, if needed pt instructed to see an eye doctor within 48 hours. No work for 3 days unless feeling well enough discharged (B)(6)2023 express care visit. Diagnosis: corneal abrasion. Treatment: meloxicam 15 mg tablet, by mouth daily for 15 days pt instructed to follow-up. No additional medical information has been received. No additional information is expected. A lot history review was performed and revealed the following: the batch records did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot number b013b62 was produced under normal conditions. The os suspect product was discarded. No additional evaluation can be conducted. If any further, relevant information is received a supplemental report will be filed.